Manufacturer narrative:
The reported event was addressed with phone support. After hard power cycle, all errors were cleared. The customer removed the defective endoscope out of rotation and errors were not observed anymore. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the errors were continuing to occur on the system. Intuitive technical service engineer (tse) reviewed error logs and found multiple errors indicating a possible bad scope or endoscope controller (ec). The customer stated this has happened before and the scope was changed but errors continued to happen. The procedure was converted to open surgery due to patient anatomy.